Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg failed to establish communication with external devices. Manufacturer representative met with patient and the ipg was deemed inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported observation of ¿patient controller communication¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state; this is based on the observation that the device did not appear in the generator list when attempting to create a bond between the ipg and the patient controller. The root cause of the device entering the service application state was not ascertained. Based on the diagnostic logs the device was delivering stimulation up to the time service application was entered.

Manufacturer narrative:
H9 - if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number.